Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-04159 for a description of the other device. This report is for the second device. It was reported to boston scientific corporation that a resolution clip device was used during a unknown type of procedure. According to the complainant, during the procedure, they were able to fully deploy the clip. However, after it was deployed, one side of the clip opened, causing the clip to detach from the tissue. The clip was left inside of the patient without consequence for the patient. The procedure was able to be completed with an unknown type of device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
(B)(4): according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.